Manufacturer narrative:
The following report is being submitted to relay additional information received: returned device was evaluated and the event was confirmed. Visual examination of the returned product identified that the three prongs have fractured and one prong is bent. Scratches are seen on both inner and outer pin. Sem analysis of the prong fracture surface on the inner pin sample showed that it fractured due to fatigue. Eds semi-quantitative elemental analysis of the inner pin sample showed that it was consistent with ti-6al-4v alloy. X-ray review by a third party radiologist states abnormal angulation of the hinge screw of the prosthesis on the ap films with respect to the humeral component, nonspecific but possibly indicating underlying fracture. Review of the device history record identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: part# 32810505302, coonrad-morrey ulnar assembly, lot# 63593894. Report source: foreign: (B)(6). The investigation is in progress. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent a right elbow arthroplasty on unknown date and subsequently found through x-ray that the hinge was disconnected and found broken intra-operatively during a revision procedure. No additional information is available at this time.